Event description:
The reporter stated that the volumetric accuracy was off. The unit was set to deliver 20ml at a rate of 35ml/hr, but only delivered 17ml. There was no pt injury or treatment associated with this event.